Event description:
The customer's biomedical technician reported to the service depot on (B)(6) 2010 a colleague infusion pump in which there was an infusion that infiltrated the patient and there was no occlusion alarm on (B)(6) 2009. This event happened during patient therapy and therapy was stopped. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version for this device is 5.09.90, categorized as remediated. No additional information is available. (B)(4) has been created for the no occlusion alarm. (B)(4) has been created for the infiltrated patient.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Colleague pumps do not have infiltration detection capabilities. The pump has downstream occlusion detection; but with an infiltration there may not be an increase in the inline resistance significant enough to reach the alarm threshold. Total of 36 downstream occlusion set alarms were found in the event history. The pump passed short downstream occlusion pressure test & downstream occlusion pressure test.

Manufacturer narrative:
(B)(4).the aware date in section g4 of the initial medwatch report was inaccurate. The correct date is (B)(6) 2010.